Event description:
It was reported that during an explant on (B)(6) 2024 [related manufacturer reference number:1627487-2025-02539], the lead was cut and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the cut lead was explanted, and the entire system was replaced to address the issue.